Event description:
The customer reported that the reservoir had a leak. The location of the leak was possibly at the bottom of the reservoir. Prior to the event, the patient stated that there was condensation in the lcd display. During troubleshooting, the customer was advised to avoid pulling the plunger too far down the barrel as this can force a leak path. The current blood glucose reading is 218 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.